Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not reproduce the reported failure. The fse performed full functional verification, and all checked ok. The iabp unit was return to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during patient transport. There was no patient harm or adverse event reported.